Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issues by changing the infusion set and cartridge and resumed insulin therapy.